Event description:
It was reported that during a routine pulse generator change out procedure, the atrial lead exhibited high thresholds and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the inner coil to be opened due to fractured filars of the inner coil distal to the suture sleeve tie impression.